Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist lifecell in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection. This is a known potential adverse event addressed in the product labeling.

Event description:
It was reported to medical safety from an hcp that there is a patient who was born with a massive omphalocele. The patient underwent many operations including one that was performed in 2016 that included using a strattice mesh, however, it became infected and required removal. Her skin has never fully healed and it is very thin. She recently underwent another operation (B)(6) 2023 with another strattice mesh placement. However, the skin still will not heal around the mesh and now it has been two months with exposed mesh. The hcp recently went back to the operating room for a washout and noticed yellow fluid around the mesh and what looks like biofilms on the mesh. The hcp is asking "have you ever experienced something like this?, "is there any data on biofilms forming on the strattice mesh?, what types of organisms?, any recommendations?" This is the same patient reported under MDR # 1000306051-2023-00214 (abbvie complaint # (B)(4)).